Manufacturer narrative:
Concomitant medical products: product ID addr01 ipg, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced muscle, pectoral and pocket stimulation and had pacemaker syndrome. It was confirmed that the right ventricular (rv) lead had fractured. It was noted there was low impedance, diminished sensing/undersensing and loss of atrioventricular synchrony sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.